Event description:
(B)(4). Although numerous requests have been made, additional info regarding this event could not be obtained from the healthcare facility, included the pt's status.

Manufacturer narrative:
The foreign material that was removed from the pt's wound was not returned to kci for confirmation that it was a foam used with v.a.c. Therapy. Kci is filing this report due to possible use error as it was reported that foreign material alleged to be a kci product may have been left in the pt's wound and had to be surgically removed. V.a.c. Labeling warns "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from wound, or lead to infection or other adverse events."